Event description:
A customer reported an issue with not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.